Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
As per dealer, the quick release on the myon wheelchair came off completely.